Event description:
A customer reported to baxter (B)(4) an administration set in which the customer was unable to disconnect the set from, polifix, a non baxter product. It is unknown when or in which care area this event occurred. There are no reports of patient involvement, patient injury, adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which the customer was unable to disconnect the set from polifix, a non baxter product, could not be confirmed or duplicated during sample evaluation and no root cause was identified for the reported condition. The reported set was working according to the specification during product evaluation, thus no repair/action was required. Additional information: a batch review was conducted and there were no issues found related to the reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. If additional information or samples become available, a follow-up report will be submitted.